Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During the right ventricular (rv) lead screw-in, there was high pacing impedance and high capture thresholds. The lead was taken out and it was noted the silicone tip was broken so the implant was completed with a new lead. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance, and ¿lead silicone tip was broken¿ was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.